Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the cause of the pericardial effusion and tissue damage cannot be determined. Pericardial effusion and tissue damage are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr), rotated heart and neurofibromatosis for a mitraclip procedure. During the procedure, a severe aorta hugger occurred. Plus knob was used to make the clip stand. The plus knob was overturned and clip went below valve in the locked position and grippers down. The clip was removed from ventricle and a posterior flail was noted at the site of the posterior leaflet prolapse. A second attempt was made to grasp but due to limited height in the atrium, and an inability to add the needed amount of + knob it was decided to restick the septum. The clip was removed from the anatomy. It was noted that there was a tear in the septum at site of transeptal puncture. A second transeptal puncture was made. The same steerable guide catheter(sgc) was reinserted and a new clip delivery system(cds) was inserted. A similar trajectory with a severe aorta hugger, rotated heart and limited height was observed which lead to unsuccessful attempts of grasping leaflets. It was noted that a small pericardial effusion had developed. The procedure was terminated and pericardial drainage was performed. Patient was stabilized and was taken to the intensive care unit (ICU) for monitoring. There was no clinically significant delay reported. No additional information was provided.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr), rotated heart and neurofibromatosis for a mitraclip procedure. During the procedure, a severe aorta hugger occurred. Plus knob was used to make the clip stand. The plus knob was overturned and clip went below valve in the locked position and grippers down. The clip was removed from ventricle and a posterior flail was noted at the site of the posterior leaflet prolapse. A second attempt was made to grasp but due to limited height in the atrium, and an inability to add the needed amount of + knob it was decided to restick the septum. The clip was removed from the anatomy. It was noted that there was a tear in the septum at site of transeptal puncture. A second transeptal puncture was made. The same steerable guide catheter(sgc) was reinserted and a new clip delivery system(cds) was inserted. A similar trajectory with a severe aorta hugger, rotated heart and limited height was observed which lead to unsuccessful attempts of grasping leaflets. It was noted that a small pericardial effusion had developed. The procedure was terminated and pericardial drainage was performed. Patient was stabilized and was taken to the intensive care unit (ICU) for monitoring. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.